Manufacturer narrative:
Based on the discussion with customer, no patient results were sent out that have been questioned. The customer indicated that they reviewed patient results once and planning to review again with their medical director and pathologist. Customer has been instructed on how to enable the automatic quality control(aqc). Instrument's software version 3.9 contains a feature that will alert the user if aqc is installed on the system but is turned off in the software and was available as of (B)(4) 2014. Customer is currently on an older software version and will need to be upgraded to access the feature. Customer should not have run patient samples when automatic quality control was turned off on the instrument. The event has occurred due to an operator error.

Event description:
A customer reported that automatic quality control(aqc) was not run on the instrument from (B)(6) 2014. The customer indicated that 38 patient samples were run during this time frame. There was no report of injury due to this event.